Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 3005920706-2026-00044. A facility reported: ¿we have had an issue arise with tcc #4 lot #126010. There is one side of cast that is ¿setting¿ weird. The hardness and integrity of support don¿t seem to be impacted. However, there is a 2¿3-inch strip that is very tacky no matter how long you let it dry. Tacky debris than can come off on your hands, your sofa, your car seat, etc. In one case it did cause damage to a patient¿s car and couch." "Water temperatures are always between 70-80 degrees but closer to 80 degrees." "We experienced buckling with the casts with the same lot/serial number, causing dti (deep tissue injury) with our pts."